Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the headache has resolved following a second blood patch.

Event description:
Related manufacturer reference number: 1627487-2021-15985, 1627487-2021-15986. It was reported the patient experienced a csf leak following an implant. The patient was hospitalized for a spinal headache. A blood patch was completed as well as the patient lying flat and being pumped with fluids while hospitalized. It is unknown which lead caused the csf leak; therefore all leads are being reported.